Event description:
Customer received readings of 291 mg/dl and 144 mg/dl within 10 minutes on the aviva meter. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
(B)(4).